Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but returned to olympus europa se & co. Kg (oekg). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from oekg, there was the possibility that this phenomenon was attributed to following. - the user connected to the video connector without adequate drying of the video connector, resulting in temporary contact failure. - there was a problem other than the subject device such as a videoscope. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during unspecified procedure with the subject device at the user facility, it was found the endoscopic image of the subject device had failure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Olympus europa se & co. Kg (oekg) checked the subject device and found that the reported phenomenon could not be duplicated. Then, oekg also found that video connecter socket had worn out.